Event description:
It was reported that undersensing was observed involving this right atrial (ra) lead. The healthcare provider noted that the presenting electrogram showed additional signals on the right atrial channel that were not being sensed. Technical services (ts) were consulted and reviewed the intrinsic amplitudes. The ts consultant believes that these are true intrinsic signals that are being undersensed due to programming. It was noted that the health care provider intends to bring the patient into clinic for further review of this device which remains implanted and in service. No adverse patient effects were reported.